Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superior vena cava (svc) using a rotating hemostasis valve (rhv) packaged with the lightning aspiration tubing (lightning) and indigo system aspiration catheter 12 (cat12). During the procedure, the rhv was opened and closed multiple times. Consequently, the rhv started leaking and the top part of the rhv would not close. Therefore, it was removed. The procedure was completed using a new rhv with the same lightning and cat12. There was no adverse effect to the patient.